Event description:
A hospital in (B)(6) reported that an 900iw130 neopuff infant resuscitator on a cosycot was "not developing sufficient pressure." The hospital further reported that this was found during a routine check.

Manufacturer narrative:
(B)(4). Method: the complaint fascia and valve system was returned and visually inspected. Results: the visual inspection revealed that one of the internal connectors on the valve manifold connecting to the manometer is broken. Further inspection of the fracture revealed the colour of the connector to be uniform, therefore indicating this was not due to a gradual fracture. Conclusion: the root cause of this fracture is likely due to impact damage. This type of fault is easily detected during set up prior to patient use as no pressure will be indicated by the manometer when gas is supplied. The neopuff technical manual includes the following warning: "dropping of the f&p neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." These checks include both testing of the manometer and valve system. The hospital further reported that this was noted during a routine check.